Manufacturer narrative:
The blade subject to this MDR was returned for evaluation. It was visually confirmed that the blade broke at the join between the blade and the shank. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a mandibular osteotomy procedure, the blade broke at the join between the blade and the shank. It was further reported that there was a surgical delay of five minutes to obtain another blade. It was also reported that the broken piece was removed from the surgical site and there was no patient injury.